Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose of 350 mg/dl, and then blood glucose dropped to 27 mg/dl. Customer declined troubleshooting for low blood glucose. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital but did contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks but there were multiple large air bubbles; there were no site or insulin issues; and settings were correct. Customer also reported that insulin squirted out during priming. Customer was able to stop insulin drip by pressing the act button. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. No prime fill anomaly and no max fill reached alarm noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit noted. No moisture damage was noted on the electronics assembly. The insulin pump had cracked reservoir tube lip noted.